Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted. It was reported that after the tubing set had been used an unspecified amount of times for testing unspecified symbiq devices, "something internal broke as the white plunger now allows water to flow thru in both on/off positions." Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.